Manufacturer narrative:
Investigation results: two investigations were carried out. First investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that there is foreign matter on the needle. The returned syringe was examined and exhibited a piece of material on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene and silicone. Sample was forwarded to manufacturing (holdrege) on 13apr2018 for further review. Second investigation summary: on 17apr2018, holdrege received one (1) loose 0.3ml, 12.7mm syringe from an unknown batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by (B)(4), the received sample was noted to not have any foreign material noted on the cannula upon receipt. The material was likely dislodged during transport and is unable to be located at this time. Based on the photos attached to the parent record and the ftir analysis, the material likely represents a form of "angel hair", a byproduct of movement of materials within the plant through the process of pea shooting. This process can move components and finished product across the manufacturing plant quickly, however, as parts pass through the tubing, small filaments and fragments may be formed and later potentially found by the consumer. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the needle of a bd ultra-fine¿ insulin syringe prior to use. There was no report of injury or medical intervention.